Event description:
Piic-ix is a newly marketed monitoring system from philips healthcare. Since the install approximately 30 days ago, our system which covers about 150 telemetry patients has had a series of operational problems. Problems include: missing vital signs from screen, lock up of screen, spontaneous activation of features such as alarm silence, spontaneous display of ms windows screen, spontaneous lock up of system, spontaneous reboot of system. All of these issues hamper the ability of staff to monitor the patients. No patient harm.complicating the problem is a lack of piic-ix trained support staff readily available within philips healthcare. Response to tech support calls may take up to 7 hours to be returned. Onsite response takes days to get 'trained staff' in. Even when 'trained staff' arrive, they still are at a loss for reasons for the problems are need to constantly escalate to philips engineering. Solutions to problems are not readily available.